Event description:
A report was received that the patient had a non-device related fall and was experiencing pain at the ipg site and pus was coming out of wound at the lead site. The patient was assessed by her physician who confirmed she had a minor infection at the lead site(non-device/procedure related). The patient was prescribed with antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).